Event description:
It was reported that the patient went to the clinic for a routine visit on (B)(6) 2022. The cardiologist thought that the ventricular assist device had an "odd" hum to it. A review of the log files revealed a lone elevated power event of 9.1 watts on (B)(6) 2022 which was associated with a pulsatility index event. Additional information revealed the cause of the humming was the patient's ejection fraction recovering to about 55-60%. The patient's pump will be decommissioned.

Manufacturer narrative:
Manufacturer's investigation conclusion: an elevated power and flow event was confirmed in the evaluation of the submitted log file; however, a specific cause for the event cannot be determined through this evaluation. The submitted log file captured an elevated power event of 9.1 watts was captured on (B)(6) 2022 at 00:47:27, and the estimated flow reached 11.0 lpm during this event. Prior to and after the elevated flow and power event, the pump appeared to function as intended and no other unusual alarms or events were captured. A specific cause for the changes in pump parameters could not be conclusively determined through this evaluation. Per the customer, an odd hum was coming from the pump, and this was thought to be due to the patient¿s recovery and ejection fraction increasing to 55-60%. Due to the patient¿s recovery, the plan of care was to decommission the pump. It was not explanted and will not be returned for evaluation. No product is available for investigation. The heartmate ii lvas IFU, rev. C, provides an explanation of each of the pump parameters (including pump power and flow) in sections 1 "introduction" and 4 "system monitor". (Under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. ¿system monitor¿ cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Also addresses pi events as well as potential causes. "Patient care and management" (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant of the device history records for vad-15530 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 07aug2014. No further information was provided. The manufacturer is closing the file on this event.